Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter at the end of an interlink system solution set was defective. The reporter stated that the cap was melted" to the tubing and would not detach to ensure a stable connection with the primary line. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual and microscopic inspection identified that the luers ears were bonded by solvent to the collar of the luer. The luer would not turn. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.